Event description:
It was reported by the affiliate that during a laparoscopy procedure, the clip malformed and would not release from the jaw smoothly. A new clip applier was used to complete the case. There was no patient consequence.